Event description:
The device was implanted on 6/3/98. Pt complained of severe pain and stated that he felt "metal moving". X-rays confirmed disassociation of the connector from the rod on the right side of the construct. Revision surgery was performed on 7/24/98 to remove and replace instrumentation on the right side.